Event description:
It is reported that the pt underwent an aspiration and manipulation of his knee under anesthesia.

Manufacturer narrative:
Eval summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product, x-rays or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Zimmer, inc., considers the investigation closed.